Event description:
A customer reported experiencing a cartridge alarm 20 during the load process, which prevented them from successfully loading a cartridge and resuming insulin therapy. Their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite customer service assisting in proper loading techniques, the issue persisted, leading to the decision to replace the pump. Meanwhile, the customer planned to use multiple daily injections (mdi) as backup therapy, as the pump was out of warranty, and they expressed interest in obtaining an out-of-warranty loaner pump.